Event description:
According to the literature study between 2014 and 2019, a retrospective study, analyzed the diagnostic yield and other procedural outcomes between standard endoscopic ultrasound guided fine needle aspiration (eus-fna) versus combined use of eus-fna (utilizing a different brand fine needle aspiration needle) with fine needle biopsy (fnb) using a 22 or 25 gauge fnb needle in the evaluation of solid pancreatic masses. 105 patients were included in the study with the following reported complications. One patient with suspected bleeding was admitted for overnight observation. No blood transfusions were required and no other interventions were necessary. One patient was admitted for suspected post-biopsy hematoma. Interventions included a CT scan which ruled out hematoma. Because the other brand needle was used for the fna, it was unclear which product attributed to the reported complications.

Manufacturer narrative:
Title: endoscopic ultrasound with combined fine needle aspiration plus biopsy improves diagnostic yield in solid pancreatic masses source: scandinavian journal of gastroenterology accepted 24 december 2021. If information is provided in the future, a supplemental report will be issued.